Manufacturer narrative:
The reported field event of loss of pacing during procedure was not confirmed. The device was tested on the bench and no anomalies were found. Normal pacing outputs were seen on the oscilloscope. The failure was unreproducible in the lab and the cause of the reported event remains undetermined.

Event description:
During prophylactic device replacement, no stimulation was observed on the device during the use of electrocautery. The device was explanted and replaced and the patient was stable following the procedure.